Manufacturer narrative:
Complaint conclusion: during the release of the extension of a 24mm x 14cm incraft aaa stent-graph system, the sheath valve was loosened leading to intense local bleeding. The product was returned for analysis. One non-sterile incraft iliac limb 24mm x 14cm was received for analysis inside a plastic bag. Per visual analysis, the integrated sheath introducer, the gasket and the hemostatic valve, that were sent separated in a container, and an unknown balloon catheter were returned for analysis. The integrated sheath introducer was received kinked approximately at 18.7, 35, 49 and 52.6 cm from distal tip. No other anomalies were observed. Functional analysis could not be performed since the gasket and the hemostatic valve were received separated. Per microscopic analysis no damages or anomalies could be observed. A product history record (phr) review of lot 17995260 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sheath/hemostasis valve-bifurcate only - separated¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. The reported ¿sheath/hemostasis valve-bifurcate only - leakage - during use¿ was not confirmed since the functional test could not be performed due the damages described. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (although unknown) or handling/procedural factors may have contributed to the event as evidenced by the damages noted during analysis. According to the safety information in the instructions for use ¿prior to use, flush the guidewire lumen with heparinized saline through the lumen flush connector of the delivery system until saline is observed exiting through the distal end of the device. Note: it is acceptable for small amounts of saline to be observed coming from locations other than the distal end of the device. Exercise particular care in areas that are difficult to navigate, such as areas of stenosis, intravascular thrombus, calcification or tortuousity, or where excessive resistance is experienced, as vessel or catheter damage could occur. Consider performing balloon angioplasty at the site of a narrowed or stenotic vessel, and then attempt to gently reintroduce the catheter delivery system. Also exercise care with device selection and correct placement/positioning of the device in the presence of anatomically challenging situations such as areas of significant stenosis, intravascular thrombus, calcification, tortuousity and/or angulation which can affect successful initial treatment of the aneurysm.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
During the release of the extension of a 24mm x 14cm incraft aaa stent-graph system, the sheath valve was loosened leading to intense local bleeding. The device was returned for evaluation. Per visual analysis, the integrated sheath introducer, the gasket and the hemostatic valve were sent separated in a container.